Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns indicated high impedance during a routine office visit. At the patient's previous office visit in (B)(6) 2010, the patient complained of discomfort in his throat however this discomfort remained event when the magnet was used to disable vns stimulation. The patient stated at the previous visit that he was considering having his vns removed as he felt that his seizure frequency had not improved with vns therapy. The patient's vns was to be disabled at his next visit as recommended by the manufacturer when high impedance is present. No trauma or manipulation was reported. Attempts for additional information are in progress. No serious adverse events have been reported.